Event description:
It was reported that the lens was explanted due to negative dysphotopsia and slight decentering. The iol was replaced by another model iol with 13mm size and 6mm optic to avoid any decentering. According to the surgeon, when he removed the iol, it was perfectly in the capsular bag but slightly decentered.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.